Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick has a short in the wire only working intermittently. He states he tie wrapped it for the consumer to use.